Manufacturer narrative:
Additional information: the device was inspected prior to use. The IFU was followed during the procedure. There was no resistance encountered advancing the device and no excessive force was used. The device did pass through a previously deployed stent. A non-mdt inflation device was used. It was reported that at nominal pressure the balloon burst on the first inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an amphirion deep balloon to treat a lesion in an unknown location. It was reported that before reaching the nominal pressure the balloon burst and the distal part of the balloon broke from the marker. The broken part was retrieved using a snare. The physician used another balloon to complete the procedure. No patient injury was reported.